Manufacturer narrative:
Concomitant medical products:product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (20 at 8.114) via an implantable pump for non-malignant pain. It was reported that  the physician stated the patient had been rotating the pump in the pocket. During surgery, pump was disconnected from catheter and no cerebra spinal fluid (csf) flow was noted from existing catheter. Physician replaced with new 8780 and desired to replace with the larger 40 ml pump. Csf flow was visualized with new catheter and pump. No symptoms were reported. No known external factors were reported. The issue was resolved, patient was alive, no injury.